Event description:
It was reported that there were 2 instances of bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes were under filling. Customer text: hi ladies, I wanted to share this with you. Today as I was drawing for a quantiferon gold after the flow stopped in the tube indicating it was full I pulled it to see if it was full and it was not. I placed it back on trying to fill it more waiting a few seconds before checking again, still not full. So I grabbed another tube and tried that one with the same result. I'm not sure if this is a pack of defective tubes or what. But with all the tnp's going on with this specific test I wanted to bring it to your attention. Thanks.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfilling with the incident lot was not observed. Draw testing of the customer samples was performed and all samples drew within the required specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for underfilling with the incident lot was not observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. CAPA 260774. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
(B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 2 instances of bd vacutainer® lithium heparin (lh) 95 usp units blood collection tubes were under filling. Customer text: hi ladies, I wanted to share this with you. Today as I was drawing for a quantifier on gold after the flow stopped in the tube indicating it was full I pulled it to see if it was full and it was not. I placed it back on trying to fill it more waiting a few seconds before checking again, still not full. So I grabbed another tube and tried that one with the same result. I'm not sure if this is a pack of defective tubes or what. But with all the tnp's going on with this specific test I wanted to bring it to your attention. Thanks.